Event description:
It was reported to boston scientific corporation that an issue occurred with an endostat iii foot switch (it is unknown if the issue occurred during a procedure). According to the complainant, the foot switch did not function. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.